Event description:
It was reported the camera head was dropped and broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was dropped and broke. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. Based on the investigation's results. It is likely, that the following led to the malfunction: the device had a broken, damaged connector. The most probable cause of the complaint was traced to the user. Olympus will continue to monitor the field performance of this device.